Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) below 30 (mg/dl) and experienced a seizure. Reportedly, the combination of not consuming food and the customer's tendency for bg to decrease during pregnancy was the cause. Contact called 911 and the paramedics gave the customer glucagon and fluids and provided food to the customer. Reportedly, the customer was in contact with healthcare provider regarding diabetes management.